Manufacturer narrative:
Date sent to FDA: 06/21/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that on (B)(6) 2015, (B)(6) underwent removal of the mesh at (B)(6) medical center, (B)(6), by (B)(6). Upon visualizing the mesh, there were adhesions, and the mesh was pushed into the hernia sac and had contracted in size. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.